Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Customer¿s other blood glucose was 250 mg/dl. The customer was treated with glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Based on customer report, customer does not allege pump was over delivering. Customer was using auto mode. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.